Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. During troubleshooting with the manufacturer's field service engineer (fse), the customer clarified that the unit was being set up and not on the patient when the error occurred. The fse advised the customer to replace the cpu board. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit logged an error (1104) backup alarm failed. There was no patient involvement.